Event description:
A customer from (B)(6) reported a false susceptible linezolid result for an external quality control staphylococcus aureus sample (neqas 4318), in association with the vitek® 2 ast-p632 test kit. The customer reported the result was linezolid susceptible (mic=2), and the expected result was resistant. The sample was cultured for 24 hours on (B)(6) agar and incubated at 37°c with air. The customer no longer has the strain for evaluation. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer reported a false susceptible linezolid (lnz) result for an external quality control staphylococcus aureus sample (neqas 4318), in association with the vitek® 2 ast-p632 test kit. An investigation was performed. The customer obtained false susceptible linezolid (lnz) results compared to the expected result by neqas survey (16 mg/l r). The results obtained according to the eeq report are : 708 s (83.5%) / 2 I (0.2%) / 138 r (16.3%). So, only 16.3% of participants identified linezolid resistance as intended by neqas survey. Vitek 2 interpretation according to eucast 2017 breakpoints lnz : [ s </= 4 - r > 4 ]. The agar dilution (ad) is the reference method used to the development of this formula (lnz02n) in ast-p632 card : lnz mic = 2 mg/l s. The reproducibility testing on vitek 2 ast-p632 cards from tsab subculture, included two customer lots (customer lot n°1, cl1 7320346203, customer lot n°2, cl2 7320354403) and a random lot, (rl 7320312403). All lots gave a result of lnz mic = 2 mg/l (s). The customer's results were duplicated in-house and are in agreement with the reference method (ad). The vitek 2 results are within essential agreement with the reference ad mic (2 mg/l) without any category error. They also correlated with most of the eeq report results (83.5% of s results obtained). The vitek 2 ast-p632 card performed as intended and no further action is required. Note: limitation for this card states: the ability of the ast card to detect resistance with the following combination(s) is unknown because resistant strains were not available at the time of comparative testing: linezolid: enterococcus spp., staphylococcus spp., streptococcus agalactiae.